Manufacturer narrative:
Product name: actual ostomy product is unknown. The complainant could only provide: natura moldable wafer -ref number unknown 510(k) number: exempt product code: exe. Complainant city: (B)(6). Event country: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that in 2017, the moldable wafer was used in the operating room for a patient during a new stoma procedure. The patient's skin prior to using the moldable wafer was normal. When two stoma nurses checked the patient 1-2 days later, they noticed necrotic tissue around the stoma. After this, they decided to change the product so that the situation does not worsen. This was the only treatment they gave. Reportedly, the patient was quite elderly and had many diseases. There was no property damage alleged. No photo is available at this time.